Event description:
It was reported while using bd safe-clip¿ it was not clipping. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: the needle cutter does not work, it seems that it had another needle in there, I tried to remove it but it did not enter.

Manufacturer narrative:
H6: investigation summary: no samples were returned therefore the investigation was performed based on the video provided. One video pertaining to a bd safeclip was provided. The customer reported that the needle cutter does not work, it seems that it had another needle in there, I tried to remove it, but it did not enter. The video was examined, and it was observed that although the user was able to fully insert the patient end (pe) cannula of a pen needle into the aperture of an open safeclip device. However, it could not be determined what was prohibiting the cannula from easily entering the aperture of the safeclip from the video alone. A complaint lot history check was performed on lot # 2047001 for cutter blocked. Embecta was unable to duplicate or confirm the customer¿s indicated failure cutter blocked. A root cause for this issue could not be determined because it could not be observed what was preventing the safeclip device from operating properly from the video provided alone.

Manufacturer narrative:
The manufacturing location for this product is nypro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in and the franklin lakes FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd safe-clip¿ it was not clipping. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: the needle cutter does not work, it seems that it had another needle in there, I tried to remove it but it did not enter.